Manufacturer narrative:
Reported event: an event regarding dislocation involving a unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated. Event description: dr¿revised a cup, liner and head due to dislocation. Original surgery was done (B)(6) 2016. Dr. Revised to an mdm. Operative side: right. Implants involved: delta c-taper head 36 +0mm, primary titanium hemi cluster hole cup 52mm documents reviewed. 03/23/2021: stryker pi report. Undated/unlabeled ap hip x-ray: secure fit style stem, with vertically oriented cup. On (B)(6) 2016: operative note: primary tha right (52mm tritanium shell, #8 secure fit max stem 1270, 36mm biolox head, posterior approach, underreamed by 1mm, 36mm head event confirmation: the event cannot be confirmed. The only evidence of a complication was the pi report. Root cause: assuming the event did occur, i.e. Hip instability with dislocation, the likely root cause would be the implant position. The cup is extremely vertical. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Revised a cup, liner and head due to dislocation. Original surgery was done (B)(6) 2016. Dr. Revised to an mdm. Operative side: right.